Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed, and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported that the customer received an error message when scanning the freestyle libre sensor. The customer subsequently was unable to be woken up in the morning and lost consciousness. The paramedics were called, and the customer was diagnosed with hypoglycemia. The customer was treated by the paramedics with an unspecified oral medication to raise her blood sugar levels. There was no report of death or permanent injury associated with this event.